Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the equipment did not start. Upon troubleshooting, the fse checked the system and found that the 24v power supply in the m cabinet was defective. To resolve the issue, the fse replaced the pdu (power distribution unit) fantray and dcps (direct current power supply) and performed all the functional tests. The defective pdu fantray and dcps were returned to philips for failure analysis, and the cause of the issue was found to be electrical overstress. After the replacement, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment did not start. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.